Manufacturer narrative:
(B)(4).

Event description:
It was reported "system error 3". Additional information states that the pump was replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Event description:
It was reported "system error 3". Additional information states that the pump was replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint of "system error 3 alarm" is confirmed based on the picture provided. No iabp part was returned for investigation. According to the field service report, the issue was resolved after replacing the pump assembly. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the alarm. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.